Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "incident happened in the emergency ambulance. During an intervention where an intubation was needed. Once the blade snapped on the handle, the light was blinking". Additional information has been requested regarding the patient condition.

Event description:
The complaint is reported as: "incident happened in the emergency ambulance. During an intervention where an intubation was needed. Once the blade snapped on the handle, the light was blinking". Additional information has been requested regarding the patient condition.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports "light testing test had been performed on product as per final inspection checklist # frm-001364 and product had qualified the test. Light was constant and glowing enough without flickering. User reported failure has not confirmed. Blade and handle both were working perfectly together. Light was constant. User issue."